Event description:
Transwarmer infant transport mattress (ref (B)(4)) reportedly defective in the dr x 2 on "cracked" and did not warm. The second without a disc to "crack"/activate. One mattress discarded but the other saved for return. No harm to babies.